Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) unit had high-temperature recall service. No patient harm or injury reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. Due to character limitation in e1 for event site address, the full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, g3, g6, h2, h6 (health effect impact codes, type of investigation, investigation findings and investigation conclusions), h11. Due to character limit in block e1 event site telephone: (B)(6). A recall was initiated and successfully completed in accordance with established procedures. A getinge field service engineer (fse) inspected the unit on-site and found no abnormalities; no faults were recorded in the system logs. Since no issues were identified, no corrective actions were required. All functional tests were passed, and the device has been returned to the user.

Event description:
It was reported that during routine testing, the cardiosave intra-aortic balloon pump (iabp) generated a high temperature alarm. No patient was involved, and no harm was reported.